Event description:
It was reported the patient experienced no stimulation sensation. Impedance measurements were normal. There was no known accident related to the onset of the symptoms. The ins was to provide peripheral nerve stimulation. The lead and ins were in the leg. X-rays were done and were fine but the patient was not feeling stimulation with the device settings up to 10.5 volts. Additional information indicated the symptoms began approximately one month prior to the report. The patient had reported bumping a cart where the ins was located prior to the loss of stimulation. Palpating the device and movement did not cause stimulation changes. Additional information has been requested.

Manufacturer narrative:
(B) (4).